Event description:
Report rec'd of a pump failing to alarm for air in line. The pt was receiving an antifungal IV solution. The pump parameters could not be recalled. Reportedly, the pt observed air in the tubing, clamped the tubing and called the nurse. At the time of the event, the solution bag was empty and there was air in the tubing. The location and amount of air was not specified. The pt did not experience any adverse effects. Though requested, there was no further info available.